Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer used a tandem charging cable and wall adapter, and after plugging the charging cable into a wall adapter and leaving it for at least 30 minutes, the pump began charging, resolving the issue without further assistance needed.